Event description:
Reporter alleged discrepant blood glucose values of 64 mg/dl back to back with a result of 269 mg/dl when testing was performed 5 minutes apart on the advantage system. The location of the testing was not provided. Customer stated taking normal medications however, no other actions or treatment reportedly occurred. A request was made for the return of the suspect device and replacement product was sent.